Manufacturer narrative:
As reported, the used/damaged spectrum autopass needle is not expected for evaluation. In addition, no visual evidence (photographs) of the reported "tip breakage" was provided by the end-user. Without the involved device, an evaluation could not be performed and the root cause of the "needle tip breakage" could not be determined nor can the complaint be verified. This lot with the (B)(4) was manufactured on 24-nov-2015. Of the lot containing (B)(4) units there has been one other similar complaint received. (B)(4). To date, there have been no patient long term adverse effect resulting from this type of incident. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable. The needle shaft and blade are made of (B)(4) super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The user facility reported during a shoulder case using the spectrum autopass needle, the tiny tip of the needle broke off into the shoulder capsule. The tip was not retrieved. The procedure was otherwise completed with no further complications or serious injury to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.